Manufacturer narrative:
(B)(4). Batch # p91k09. Device analysis: the analysis results for the el5ml device found that it was returned with the shaft bent. In addition, the tyvek was returned along with the instrument. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the instrument was noted to be empty. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that the clips were ¿crossing¿. Another like device was used to complete the procedure. There were no adverse consequences for the patient.